Event description:
Pt reported obtaining back-to-back blood glucose results of 19 mg/dl and 259mg/dl, while using the suspect device. Pt indicated that therapy was not modified based on these results. No pt injury was reported and no treatment was rec'd. A level-one qc test was performed on the system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.